Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2004. Revision left total knee ¿ due to aseptic loosening. The patellar component was not revised on (B)(6) 2018. Patient was stable leaving the operating room.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that in the revision reported was likely the result of an insufficient bond between either the tibial tray or femoral component and the bone, which led to aseptic (non-infected) loosening. No information provided in the following section(s): a5, b6, and b7 the following section(s) have additional info: a1, d4 (serial number, exp date, UDI number), g4, h1, h2, h3, h4, and h7. Section h11: corrections made in the following section(s): (d4) serial number corrected from (B)(6). Section f: f6 and f8 were entered in error, please disregard. (G1) MDR reporting contact name changed to new manager. (G4) the dated provided in the initial was not the correct awareness date. Date should be 26-oct-2018.